Event description:
It was reported that patient was revised on tibia due to infection. Rep reported that nothing was wrong on our end. The patient simply became infected. All screws were removed without incident as was the plate. The patient is a sever diabetic and was noncompliant. There blood glucose levels run from 300-700 regularly.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event of the infection (device sold as non-sterile) for proximal lateral tibia plate axsos 3 ti for right tibia 10 hole / l199mm could be confirmed. Based on the investigation, the root cause was attributed to patient related issue. Knowing the patient condition (diabetic), the probability of failure and adverse consequences is high. According to the stryker¿s sale representative ¿patient is a sever diabetic and was noncompliant and whose blood glucose levels run from 300-700 regularly." Common contradictions that increase risk of failure include compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site. It is well known that blood circulation in patient presenting a diabetic condition is not optimal. Additionally, condition such as diabetes inhibiting revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone which is a frequent adverse effects. (See below for details) "contraindications - the physician¿s education, training and professional judgment must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: [...] Compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site. Bone stock compromised by disease, infection or prior implantation that cannot provide adequate support and/or fixation of the devices. Other medical or surgical conditions which would preclude the potential benefit of surgery." (V15013 k non active implant) [original statement] "adverse effects - in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. [...] Early or late infection, both deep or superficial." (V15013 k non active implant) [original statement] "summary: researchers have found that unhealthy glucose levels in patients with diabetes can cause significantly more problems for the body than just the well-known symptoms of the disease. The raised glucose can also form what can be described as a sugar coating that can effectively smother the mechanisms our bodies use to detect and fight bacterial and fungal infections" (university of warwick. (2010, august 23). Diabetes can cause a sugar coating that smothers body's immune defences, researchers find. Science daily. Retrieved december 4, 2014 from www.sciencedaily.com/releases/2010/08/100823183809.htm) bellow are the validation processes acceptance criteria for implants (plates, screws) and axsos tibia plate tray from diovv012_dqf 25-038 diovv_axsos ti phase one_rev.3 ref#627302_-352_252 proximal lateral tibia plate axsos 3 ti and more generally "the new axsos 3 ti system according to ti 30-016 which is in compliance with iso 17664 [...] The cleaning validation according to ti 30-016 of the new axsos 3 ti implants can be stated as successful [...] 5. Conclusion - the cleaning validation of the t2 proximal humerus nail, the axsos ø3.0mm distal radius plate as well as the asnis iii and asnis micro screws can be applied to the new axsos 3tm ti implants. The acceptance criterion is met." (Bml11-244 axsos 3 ti (phase 1): cleaning validation of implants). "Seven (7) conclusion the developed axsos tibia plate tray has been tested according dqi 30-041 with consideration to former tray tests [2][3] at the biomechanics lab at stryker osteosynthesis, kiel. Several validation tests have been made to prove the safety of the tray design. The axsos tibia plate tray did pass all test criteria. Improvements which should be made are a) prevent contact of aiming block to metal shape and b) pictured instruction for placing the medical devices. A final packaging testing with medical devices (transportation safety) behoove to stryker selzach, because the final transport protection will be defined by them." (Tr 290512hk1 - axsos tibia tray) . Dqi 30-041 v1.0: verification and validation procedure for trays and containers; divisional quality instruction, stryker osteosynthesis, biomechanics, 2010. Test report 210307cg3: metal-tray / axsos: different tests of two axsos metal-trays designs, stryker osteosynthesis, biomechanics, 2007. Test report 150408cg1: metal tray: test of variax elbow trays, stryker osteosynthesis, biomechanics, 2008. A full reference list as well as the infection complaint checklist for investigator is available under attachment-phase 2 (infection complaints - checklist investigator) a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that patient was revised on tibia due to infection. Rep reported that nothing was wrong on our end. The patient simply became infected. All screws were removed without incident as was the plate. The patient is a sever diabetic and was noncompliant. There blood glucose levels run from 300-700 regularly.